Event description:
FDA medwatch report: patient was being lifted from bed to wheelchair using a golvo when the sling started to slip out from underneath the patient, allowing her head to fall back. Her head struck the bottom support beam of the lift and sustained a lump to the back of her head. No loss of consciousness and vital signs stable. Md was notified and head CT was done, which was normal. Admitted for observation and discharged the following day. Neurological assessment remained unchanged. Facility believes cause of incident was user error.

Manufacturer narrative:
MDR is being filed by manufacturer regarding this incident which FDA medwatch report states occurred in 2007. Report states that lift equipment and sling were inspected and were functioning appropriately. The only was the facility was able to reproduce the events reported in the incident was to incorrectly attach the sling to the golvo. Per FDA medwatch report, facility states that this was attributed to user error.